Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot complete incoming functionality testing) has been confirmed. Upon investigation the electrode belt trunk cable was severed. The root cause for the severed trunk cable could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.